Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to under infusion. Service evaluation verified the under infusion. The cause was identified to be the travel and flow calibrations were out of specification and were reworked to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump the device delivered at a lower rate or volume than programmed (under infusion). There was no patient involvement. No additional information is available.